Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that encountered the issue replaced the batteries provided by the customer to resolve the reported event. The stm ran a full preventative maintenance safety, calibration, and functionality checks passed to factory specifications. Device was released for clinical use upon completion. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the batteries of the cs300 intra-aortic balloon pump (iabp) failed the run time test. There was no patient involvement, and no adverse event was reported.